Manufacturer narrative:
Button error alarm due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Moisture damage on the motor. Missing segments due to cracked lcd zebra connector. Insulin pump received with cracked battery tube threads, reservoir tube lip, display window corner, scratched lcd window.

Event description:
Customer reported via phone call that the customer got in the rain. Device alarmed a button error alarm. Customer's blood glucose was 128 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.